Event description:
Caller reported a tandem mobi cartridge alarm. There was no adverse impact to the customer's blood glucose level. Initially, the customer experienced difficulty in reloading the original cartridge and resuming insulin therapy. Technical support advised the caller to remove the cartridge and deliver a 9-unit bolus, which was successful, although it affected the iob. Following technical support's guidance, the caller successfully loaded a new cartridge and resumed insulin therapy, resolving the issue.